Event description:
Per the clinic, the patient sustained a blow to the head, resulting in a dislodged magnet. The patient underwent surgery to insert a new sterile magnet on (B)(6), 2010.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the magnet became dislodged after the patient sustained a blow to the head. The magnet was replaced on (B)(6), 2010, not (B)(6), 2010 as previously reported. The implanted device remains. Correction: the correct MFR report # is 6000034-2010-599, not 6000034-2010-720 as previously reported. This report is filed (B)(6), 2010. Implanted device remains.

Event description:
The study coordinator confirmed the patient had restenosis of the cyher stents in the proximal and mid right coronary arteries. She stated the cypher stent implanted in the proximal rca was restenosed and that treatment included balloon angioplasty only. She stated she couldn't confirm which cypher stent in the mid rca had restenosis. She stated that a xience stent was implanted in the mid rca as treatment.